Manufacturer narrative:
The used lens was returned in the lens case. Viscoelastic and what appeared to be blood was dried on the lens. One of the haptic distal tips was nicked on the anterior edge and scraped along the posterior surface. The optic was cut into two pieces. One optic portion had a line of cracked damage with rounded front edges on the posterior surface. The damage travels along the optic center similar to the travel path of a handpiece plunger during a plunger underride. This damage was most likely the intended complaint. The associated qualified used company cartridge was also returned. Viscoelastic was observed dried in the cartridge. The cartridge nozzle had a crack beginning in the posterior nozzle that travelled into the tip and enlarged into an large aneurysm. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. An unopened company cartridge from the same cartridge lot was also returned. The pouch was opened to microscopically examine the cartridge. No damage or abnormalities were observed. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause could not be determined for the lens and cartridge damage. The observed damage may indicate the lens or plunger were not in acceptable positions for advancement. The damage to the posterior surface of the lens was similar to damage when a plunger underride occurs. The used cartridge had extensive damage starting with a crack in the nozzle and a large aneurysm in the tip. The damage on the bottom of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The directions for use instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement. The instruction for use instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, after lens insertion, doctor noticed scratch on lens. Additional information was requested.